Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing on the shock electrogram (egm) consistent with myopotentials. Thorough lead troubleshooting was recommended to evaluate for possible lead impairment or possible subclavian crush. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).